Event description:
It was reported the pt experienced over stimulation and neck soreness a week after implantation. The x-rays revealed lead migration. The physician reposition one of the leads on (B)(6) 2013. Reprogramming provided effective stimulation coverage. Note the pt rec'd two leads from the same lot number.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.